Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device lot #: 90u4011 was reported, however, this is not a lot# manufactured by bd. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photos were reviewed and the indicated failure mode for cracked tube with the incident lot was observed, however the photo does not help to determine the specific product. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that prior to use with an unspecified bd blood collection tubes tube was discovered to be cracked. The following information was provided by the initial reporter: it is reported tube is cracked.